Event description:
It was reported that the pump requested a minimum of 50 units after insulin had been added to continue with the load process multiple times. No troubleshooting could be done as the pump was not available and the contact resolved the issue with a new cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.